Manufacturer narrative:
(B)(4). Two (2) viper 5.5 ti bottom loading cannulated 7x45mm polyaxial screws (B)(4) were returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the tulip heads of both polyaxial screws had become disassembled from the polyaxial screw shanks. Both flex balls were sheared into pieces. It should also be noted that swage markings were present indicative of the flex balls being properly placed in its intended positions within the tulip heads. As a result, it is believed that unexpectedly high amounts of forces were placed on the tulip head, resulting in the tulip heads becoming disassembled from the polyaxial screw shanks. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the tulip heads becoming completely disassembled from the polyaxial screw shanks cannot be positively determined. However, a potential root cause may be attributed to excessive forces inadvertently being placed on the tulip heads, resulting in the tulip heads becoming disassembled. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The removal surgery after lumbar fusion (th10-s2) was performed on (B)(6) 2016. During removal, two screw heads on the most cranial side got broken. (See attached photo.) The procedure was completed without any delay or remaining implants. The surgeon commented that the breakage was not detected by the preoperative x-ray, and stress was a possible cause of the breakage.